Manufacturer narrative:
Pump passed self-test. The pump was connected to a test transmitter and monitored without any connection interruptions. Pump and test transmitter calibrated successfully. Unit successfully downloaded to thump. All buttons function properly. However, moisture damage noted on keypad traces. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked belt clip rails, missing display window cover, keypad overlay peeling, corroded battery tube. Pump passed required test and all buttons function properly. Unresponsive keypad and no com pump to xmtr were not confirmed. Cosmetic damage at keypad overlay and battery compartment were confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), buttons were coming off and crack. The customer reported no adverse events. The event involved product(s) mmt-1884. The troubleshooting was performed and the customer reported physical damage (a crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1884 was requested and the customer response was that the device would be returned.